Event description:
The iab was inserted into the patient with a sheath under fluoroscopy. The doctor was not able to inflate the iab even with a syringe. The iab was removed and a second was inserted. The iab was not returned to the co. For evaluation. The iab was discarded by the facility.